Manufacturer narrative:
The event of "possible infected implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible infected implant."

Event description:
Healthcare professional reported an unspecified side "possible infected implant." The device remains implanted.